Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 16mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The procedure was successfully completed. One hour after the procedure, the device was reported to have embolized into the left ventricle. The patient was transferred to a different hospital due to the availability of cardiac surgery. The device was successfully recaptured via a percutaneous approach. The patient was reported stable.

Manufacturer narrative:
An event of device embolization into the left ventricle, after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the embolized device was successfully recaptured via a percutaneous approach. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.